Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician had difficulty advancing (or "steering issues") the second and third 1x8 leads. It was noted that the proximal end turned but the distal end did not. The physician attempted advancing the leads with both stiff curved and stiff straight stylets. It was stated that it appeared as if the lead was "biting and coiling up". There were no reported symptoms attributed to the pt. There was also no pt outcome related to either the surgery or lead placement reported. It was also noted that the first 1x8 lead 'went in relatively easy". Additional info has been requested and if received a follow up report will be sent.